Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2002; 419478 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket hematoma. It was noted that the physician made a small opening of the pocket to evacuate the blood and the pocket was sewed closed. The device remains in use. No further patient complications have been reported as a result of this event.